Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va112kz , implanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va0zwv8 , implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. The patient reported experiencing leakage in the head where the wires were in (B)(6) 2017. Interventions to resolve the leakage included surgery to clean it out, stronger IV antibiotics for 4-5 days, and oral antibiotics after the IV antibiotics. Diagnostics include blood tests which did not indicate an infection and were normal since the surgery. The cause of the infection was allegedly related to the patient¿s underlying diabetes. No devices were removed, the physicians did a good job, and the patient was happy with it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight updated. Serial number provided.